Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's aunt reported via phone call of hospitalization. The customer's blood glucose was 157 mg/dl at the time of call. Trouble shooting was performed and found customer in the ICU due to diabetic ketoacidosis and requested a functional check on the device. Advised that insulin pump is functional, and to have diabetic educator check settings of pump before connecting changing site and going back on device. The insulin pump will not be returned for analysis.